Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s insertable cardiac monitor (icm) showed far p oversensing and r-wave amplitude variation. Programming changes were made to the icm to resolve the anomaly. The patient was discharged with no reports of adverse consequences.